Event description:
It was reported that the device will charge and discharge correctly at higher energy levels; however, at lower levels, the device will display an energy fault message and will not charge properly. The customer's biomed indicated that after several attempts to calibrate the defibrillator energy output, the energy readings do not remain stable. Sometimes the output readings are high and sometimes they are low. He had also already tried using a different set of paddles. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control provided biomed with troubleshooting guidance; however, the customer indicated that due to the age of this device and the cost of repairs, they would likely retire the unit. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.